Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event were reported. The patient stated his wife found him on the floor convulsing from having a seizure. It was indicated that the patient had low blood sugars and was not alerted by the receiver. The patient¿s wife called emergency medical technician¿s (emts) and the paramedics transported the patient to the hospital. The patient was admitted to the hospital for a few hours and was fed to bring his blood sugars up and was released the same day. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.